Event description:
It was reported to philips by a customer that the unit's backup alarm was faulty. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the biomed stated the unit had error code 1104 (check vent: backup alarm failed) and requested a site visit. The field service engineer (fse) verified ip and confirmed the 1104 error in the drpta log. The fse replaced the power management pcba, motor control pcba, and cpu pcba reprogrammed the software and options and verified functions to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and the service performed, the customer's alleged malfunction was confirmed. Following the repair, the device was placed back into service.

Manufacturer narrative:
A central processing unit (cpu) board was returned for analysis. A visual inspection of the returned component was performed, and no notable conditions were found. An investigation was performed, and the product analysis technician reported that the piezo buzzer was failing intermittently due to the insulation resistance being out of specification at 386.5 kohms.

Manufacturer narrative:
The motor controller (mc) and power management (pm) boards were returned to the manufacturer for failure analysis. Visual inspection of the returned components revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found on the returned boards.